Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead had dislodged. The rv lead and ra lead were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.